Manufacturer narrative:
(B)(4). Batch # r58y3y. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a left thoracoscopy, upper lobe procedure, the device jammed across the pulmonary artery. It is unknown if it was stuck closed on tissue or how it was removed from tissue. There were no patient consequences reported. No other details provided.